Event description:
A peritoneal dialysis (pd) nurse reported that a patient had draining slowly messages during pd treatment and a fluid leak was discovered during an unknown phase of treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporting nurse verified the fluid leak event and said there was no harm, intervention or adverse events associated with the leak. The patient was able to continue treatments with new set ups going forward after letting the cycler sit overnight. The cycler is still being used in the clinic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had draining slowly messages during pd treatment and a fluid leak was discovered during an unknown phase of treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporting nurse verified the fluid leak event and said there was no harm, intervention or adverse events associated with the leak. The patient was able to continue treatments with new set ups going forward after letting the cycler sit overnight. The cycler is still being used in the clinic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.